Event description:
It was reported that while setting up the da vinci s surgical system for a hysterectomy procedure, the endoscopic camera manipulator (ecm) cannula camera mount broke off. The pt was under anesthesia for approximately 30 minutes and the port incisions had been created when the site decided to convert to laparoscopic surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by an isi representative confirmed that the endoscopic camera manipulator (ecm) cannula mount was broken. The ecm cannula mount holds the cannula securely in place while the camera is delivered through the cannula. The cannula provides the port through the body wall of the pt, through which the endoscope is inserted. The system was repaired by replacing the affected ecm cannula camera mount. As of 2007, there have been no reported recurrences of the issue at this hospital.